Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after customer had banged the device against a table. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).